Manufacturer narrative:
The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Manufacturer narrative:
On a later date, the same sample was repeated in a container without gel using reagent lot number 740657 and the result was 1.17 coi (reactive).

Event description:
There was an allegation of questionable toxo igm elecsys e2g results from the cobas e 801 analytical unit. The initial result was 1.27 coi (reactive). On (B)(6), the repeat results were 1.27 coi (reactive) and 1.28 coi (reactive). On (B)(6) 2023, the sample was re-centrifuged and tested on another cobas e801 analyzer using reagent lot 712936 and the result was (B)(4) coi (non-reactive).

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.